Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ballooning with a subsequent leak in the hickman catheter was confirmed, and the cause appears to have occurred through use of the device. What could be the extension leg with white connector from the implicated 10fr t/l hickman catheter was returned for investigation. The extension leg tubing extended 2.4cm from the distal end of the clamping oversleeve. The remainder of the catheter was not returned for investigation. A longitudinal split with a curved end was observed in the distal end of the extension leg segment. A microscopic examination revealed a jagged and granular surface. The coarseness of the granularity increased towards the center of the split. A tactual investigation revealed slight weakening in the extension leg near the split. The characteristics of the split in the tubing are consistent with a burst due to overpressurization. This appears to be use related damage. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A syringe smaller than 10 ml should not be used to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes. A lot history review (lhr) of hubn1287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is allegedly ballooning of the distal end of the extension tubing. Allegedly, this causes a fracture in the lumen tubing and subsequent leakage. Line was removed and a new one placed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of hubn1287 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that there is allegedly ballooning of the distal end of the extension tubing. Allegedly, this causes a fracture in the lumen tubing and subsequent leakage. Line was removed and a new one placed. No patient injury was reported.